Manufacturer narrative:
The patients' age, date of birth, sex, and weight were not supplied. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. While on site the (fse) observed that the heater tape for the wash carousel was damaged due to a leak originating from the wash pump. This was the cause of the wash carousel temperature outside limits error. The fse determined that the wash pump seals had failed and was the cause of the leak. The failed seals led to inefficient washing which was the cause of the non-reproducible access accutni+3 results. The fse replaced the heater tape and wash pump seals. The system was verified with hs (high sensitivity) system check, and qc. All verification testing passed within instrument and assay specification. All related MDR reports: 2122870-2015-00109, 2122870-2015-00110.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) results for 12 patients on the laboratory's access 2 immunoassay system (serial number (B)(4)). These results were obtained over two days. This report addresses three non-reproducible patient results obtained on (B)(6) 2015. The initial results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. MDR 2122870-2015-00110 addresses the nine non-reproducible patient results obtained on (B)(6) 2015. The customer reanalyzed the patient samples on the same access 2 immunoassay system or on an alternate access 2 immunoassay system and obtained expected results. The customer was unable to provide information on initial or reanalyzed patient results or which access 2 immunoassay system was used for the repeat testing. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. System parameters of quality control (qc), calibration and system check were recovering within assay and system specifications. An event log error of wash carousel temperature outside limits was posted to the event log after the generation of the non-reproducible results. The patient samples were collected in gelled lithium heparin plasma tubes and were centrifuged for either five minutes at 7,500 revolutions per minute (rpm) or ten minutes at 3,500 (rpm) at room temperature. No issues with sample integrity were reported.